Event description:
This report summarizes 31 malfunction events, where it was reported the devices experienced end/siderail cannot latch upright, mid-position, or stuck at lowest height or access door unexpectedly opens or false latch of siderail or access door - wont latch/lock. There was no patient involvement.

Manufacturer narrative:
1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. The remaining 2 devices are still pending evaluation.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report summarizes 30 malfunction events, where it was reported the devices experienced end/siderail cannot latch upright, mid-position, or stuck at lowest height or access door unexpectedly opens or false latch of siderail or access door - wont latch/lock or canopy does not remain in place. There was no patient involvement.

Manufacturer narrative:
1 device that was pending was evaluated and it was determined the device experienced end/siderail difficult to raise/lower, which is not reportable. Section h codes have been updated. For 1 pending device, initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. Because of this, the number of reported events has been changed from 31 to 29.

Event description:
This report summarizes 29 malfunction events, where it was reported the devices experienced end/siderail cannot latch upright, mid-position, or stuck at lowest height or access door unexpectedly opens or false latch of siderail or access door - wont latch/lock. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 27 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 31 malfunction events, where it was reported the devices experienced end/siderail cannot latch upright, mid-position, or stuck at lowest height or access door unexpectedly opens or false latch of siderail or access door - wont latch/lock. There was no patient involvement.